Event description:
Co rep is reporting that during a shoulder repair metal filings from a drill guide went into the patient's joint and remain there in. The case was concluded successfully without further incident